Event description:
It was reported that a balloon rupture occurred. On an unspecified date, an unknown stent was implanted. In (B)(6) 2023, 50% in-stent restenosis was noted in the moderately tortuous and mildly calcified distal left anterior descending artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 4 atmospheres. The procedure was completed with a different device. As per physician, poor spread of isr stent and strut was thought to be the cause. No patient complications were reported.